Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter remote's display segments were missing. The following complaint was classified based on information obtained from lifescan customer service. The reporter stated the alleged issue occurred on (B)(6) 2011 at approximately 5pm. The patient manages his diabetes with an unknown type of insulin through pump therapy and per the reporter, he did not take any action regarding his usual diabetes management routine in response to the alleged issue. While at school the following day, the patient reportedly developed symptoms of "low blood glucose and needed assistance walking to the nurse's office" because he was unable to read the meter's display after testing. The reporter claimed the patient was treated by the school nurse at approximately 9:30am with carbohydrates, juice and glucose tablets and felt better afterwards. The patient was then able to return to his class. The reported stated no other device was used to check his blood glucose at the time, but he did have a back up meter. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time and there was no evidence of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test his blood glucose on the subject meter and developed symptoms suggestive of hypoglycemia and required assistance and treatment by a hcp after the alleged meter issue began.

Manufacturer narrative:
The product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. Cracked / broken lines found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k082590.